Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this instrument broke. No known patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A zmr femoral cone body was returned. Visual inspection identified that the device had fracture into two pieces, with the fracture running through the .135 x .200 slot and the c-ring groove. The extractor slot was deformed and damage was noted on the distal and proximal ends. The damage is too severe for dimensional analysis. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.